Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID (B)(4) (serial: unknown); product type: 0213-recharger g2: the country of the event is jp h6 codes belong to the recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins). It was reported that the charger heated up during charging, and charging efficiency decreased. There were no environmental, external, and patient factors that may have caused the event. No diagnostics/troubleshooting performed, and no interventions/actions taken. The issue was not resolved at the time of the report. No health damage was reported. The physician's opinion regarding the causal relationship was product malfunction. No surgical intervention occurred nor was it planned. The recharger will be replaced in the future.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the cause was unknown. Issue was resolved by replacing the recharger. It was clarified that only the recharger was replaced.

Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6), product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Device analysis for the recharger revealed no anomalies. Recharger tested okay and the complaint was unverified. H6 codes belong to the recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.